Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-01657.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid-posterior communicating artery (icpc) using a penumbra smart coil (smart coil), a penumbra smart coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician placed four coils into the target location using the microcatheter. Next, the physician advanced a smart coil into the target location using the microcatheter and detach it using a handle. While the physician attempted to remove the pusher assembly of the smart coil from the microcatheter, the physician noticed that the smart coil was still connected to its pusher assembly. Subsequently, it was noticed that approximately two centimeters of the proximal end of the smart coil was in the microcatheter and the distal end was in the aneurysm. The physician then pulled gently on the pusher assembly after thinking that the smart coil might have been detached already; however, the smart coil also moved back. Consequently, it was noticed that most of the smart coil was already in the microcatheter. On retrieval, it was noticed that the smart coil had become detached in the microcatheter. Therefore, the microcatheter containing the detached smart coil was removed. Afterwards, an angiography confirmed blood flow was stopped successfully. The procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pet lock was separated, and the embolization coil was detached form the pusher assembly. If the pet lock is separated and the pull wire is retracted out of the ddt during a successful detachment using the handle, the embolization coil will detach from the pusher assembly. Further evaluation of the device revealed a damage braided shaft in the pusher assembly and offset coil winds on the embolization coil. This damage was likely incidental to the complaint. Evaluation of the returned handle revealed a functional and undamaged device. During functional testing, the handle was tested with a handle test fixture and performed within specification. Penumbra coils and handles are visually inspected and functionally tested during incoming inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-01657 h3 other text : placeholder.